Manufacturer narrative:
Product complaint # (B)(4). Investigation summary june 22, 2021 - this pi re open so that the duplicate complaint (B)(4), product details will be updated. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination, however, review of the provided photos revealed the device was worn. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent a left knee arthroplasty to treat osteoarthritis. Depuy products were implanted and depuy cement was utilized. The patella was resurfaced during the operation. There were no indicated intra-operative complications. On (B)(6) 2021, the patient underwent a left knee revision to address tibial tray loosening at the cement to implant interface. The surgeon noted excising scar tissue to allow exposure of the tibial component. The tibial tray and tibial insert were revised. The patellar and femoral components were retained. There were no indicated intra-operative complications. Doi: (B)(6) 2016. Dor: (B)(6) 2021; left knee.